Event description:
It was reported that during a bowel transection, after use, the surgeon discovered a hole almost to the end of the staple line. To correct, another staple cartridge was used. This time it worked properly. When they examined the first cartridge, they noticed that two staple drivers (the orange) looked as they put it, strange. There was no adverse patient consequence.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.